Manufacturer narrative:
12/13/2016 - we have requested the device be returned to the manufacturer. To date, we have not received the device. 1/30/2017 - added the upc code to the supplemental emdr and resubmitted. 10/23/2020 - per FDA representative ((B)(4)), we have been requested to resubmit our initial reports due error's or duplicate reports from the 2016 - 2017. The reports we be resubmitted to satisfy the FDA's request. Good morning, dear mr. (B)(6). I hope this email finds you well and safe. This is to bring to your attention that we are in receipt of seven supplement reports from conair corp. Please note that we were unable to process these follow-up reports due to missing initial reports in the system. It appears that these follow-up reports could be actual initial reports but may have been filed as follow-ups in error or due to MFR report # was mistakenly submitted as a duplicate (no # provided). Kindly verify the reports listed below and resubmit them as initials by checking "initial" box in section g7 and advise when complete. Supplement report #: type of report missing: 1222304-2016-00045 - 2, initial, f/u-1.

Event description:
12/13/2019 - the consumer received a burn on his back while in use of the product. The consumer received medical attention.

Manufacturer narrative:
12/13/2016 - we have requested the device be returned to the manufacturer. To date, we have not received the device. 1/30/2017 - added the upc code to the supplemental emdr. 3/1/2017 - the MFR. Report # was mistakenly submitted as a duplicate. MFR. Report number should be - 1222304-2016-00045. Resubmitting report to the FDA. 4/27/2021 - per the FDA's request, submitted a supplemental MDR that does not include the age and dob.

Event description:
12/13/2016 - the consumer received a burn on his back while in use of the product. The consumer received medical attention. 4/27/2021 - per the FDA's request, submitted a supplemental MDR that does not include the age and dob.

Manufacturer narrative:
On 12/13/2016 - we have requested the device be returned to the manufacturer. To date, we have not received the device. 10/23/2020 - per FDA representative ((B)(6)), we have been requested to resubmit our initial reports due error's or duplicate reports from the 2016 - 2017. The reports we be resubmitted to satisfy the FDA's request. Good morning, dear mr. (B)(6). I hope this email finds you well and safe. This is to bring to your attention that we are in receipt of seven supplement reports from conair corp. Please note that we were unable to process these follow-up reports due to missing initial reports in the system. It appears that these follow-up reports could be actual initial reports but may have been filed as follow-ups in error or due to MFR report # was mistakenly submitted as a duplicate (no # provided). Kindly verify the reports listed below and resubmit them as initials by checking "initial" box and advise when complete. Supplement report # type of report missing 1222304-2016-00045 - 2 initial, f/u-1.

Event description:
On (B)(6) 2019 - the consumer received a burn on his back while in use of the product. The consumer received medical attention.

Manufacturer narrative:
(B)(6) 2016 - we have requested the device be returned to the manufacturer. To date, we have not received the device. 1/30/2017 - added the upc code to the supplemental emdr. 3/1/2017 - the MFR report # was mistakenly submitted as a duplicate. MFR report number should be - 1222304-2016-00045. Resubmitting report to the FDA. Device not returned to manufacturer.

Event description:
(B)(6) 2016 - the consumer received a burn on his back while in use of the product. The consumer received medical attention.